Event description:
Additional reason for revision: osteolysis and metal debris.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision.asr xl acetabular system - bi-lateral.reason(s) for revision: unknown.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision, asr xl acetabular system - bi-lateral, reason(s) for revision: unknown. Left hip surgery date (B)(6) 2010. Right hip surgery date (B)(6) 2011. New dint not entered for right hip as unable to differentiate which products were used for each hip. (B)(4). Update: system, hips (bi-lateral), hospital, surgeon and products added as per (B)(6) 2011. Update received: 31st october 2013 - added reason for revision: alval / soft tissues reaction, added product: cup and surgeons forename: (B)(6). Update received: 6th november 2013 - added implant date: (B)(6) 2006, added patient details: name and date of birth, added hospital: (B)(6) hospital and added reason for revision: patient felt right leg was shorter and possibility of pelvic osteolysis from long term metal debris. Both left and right hip asr xl implants implanted: (B)(6) 2006. Still unable to determine why there are 3 cups and which product belongs to which side. Update received: 7th january 2014 - advised which products belong to which side hip. Still not received information advising why there are 3 cup. Update received: 13th february 2014 - advised why there were 3 cups - cup product number 999803944 lot number 1199285 44mm was not used, this is because during the original surgery for the left side the 44mm cup became dislodged and exposed the acetabular component again and required a 46mm cup to be used for stability, the 46mm cup has already been reported on this com. Added further reason for revision for left side: left hip dislocation and filled mapped to mw boxes. Update received 25th march 2013. Additional hospital added. Additional reason for revision added for left hip. Alval/soft tissue reaction is right hip reason for revision. Manufacturing dates completed. Querying implant dates, reasons for revision, patient demographics. Left hip reason(s) for revision: trauma, dislocation. Confirmation received 31st march 2014. Implant date confirmed to be (B)(6) 2006 for both hips. Details of trauma (left hip): the patient fell whilst at work and as a result the left hip dislocated. All other information as above but still awaiting patient demographics.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl acetabular system - bi-lateral, reason(s) for revision: unknown. Left hip surgery date (B)(6) 2010. Right hip surgery date (B)(6) 2011. New dint not entered for right hip as unable to differentiate which products were used for each hip. (B)(4). Update: system, hips (bi-lateral), hospital, surgeon and products added as per (B)(6) update spreadsheet dated (B)(6) 2011. Update received: (B)(6) 2013 - added reason for revision: alval / soft tissues reaction, added product: cup and surgeons forename: (B)(6). Update received: (B)(6) 2013 - added implant date: (B)(6) 2006, added patient details: name and date of birth, added hospital: (B)(6) hospital and added reason for revision: patient felt right leg was shorter and possibility of pelvic osteolysis from long term metal debris. Both left and right hip asr xl implants implanted: (B)(6) 2006. Still unable to determine why there are 3 cups and which product belongs to which side. Update received: (B)(6) 2014 - advised which products belong to which side hip. Still not received information advising why there are 3 cup. Update received: (B)(6) 2014 - advised why there were 3 cups - cup product number 999803944 lot number 1199285 44mm was not used, this is because during the original surgery for the left side the 44mm cup became dislodged and exposed the acetabular component again and required a 46mm cup to be used for stability, the 46mm cup has already been reported on this com. Added further reason for revision for left side: left hip dislocation and filled mapped to mw boxes. Additional information: please note details of which products belong to which side have been requested - when received this will be added to com and clarified - received: (B)(6) 2014. Also queried why there are 3 cups. Re-opened to attach unanswered query - requested information 3xs but file handler has not received information from hospital.